Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "doctors using stapler on patients then it got jam, cannot work anymore". A new stapler was used to close the wound. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine."

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared severely misaligned in the cover block. The stapler was returned with 22 staples remaining in the cover block, indicating at least 13 staples were fired by the customer. The trigger was returned engaged. There was no evidence of use in the form of biological material was present on the device. Functional testing could not be completed due to the severe misalignment of the staples. The stapler was disassembled, and it was observed that the saddle spring was severely out of position and nearly disconnected from the pusher. Die casting anomalies were discovered on the forming tool of the returned sample. No other defects or anomalies were observed. Non-conformance was opened to address the saddle spring disconnection issue. Device history record review investigation did not show issues related to complaint. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - info not provided" was confirmed based up-on the sample received. Visual examination revealed that the sample was returned with its staples severely misaligned in the cover block. Functional testing could not be completed due to the severe misalignment of the staples. The stapler was disassembled, and it was observed that the saddle spring was severely out of position and nearly disconnected from the pusher. Non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "doctors using stapler on patients then it got jam, cannot work anymore". A new stapler was used to close the wound. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".